Event description:
Related manufacturer reference number: 3006705815-2022-18364. It was reported the patients leads migrated and was experiencing pain at the ipg pocket site. Surgical intervention took place on (B)(6) 2022 where a lead was repositioned to address the issue. Surgical intervention may take place at a future date to address the pain at the ipg pocket site. Investigation was unable to determine which of the lead attributed to the event.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 18986370, UDI: (B)(4), serial: (B)(4), batch: a000109557.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.